Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The device data was preserved and forwarded to technical services for a detailed analysis. It was verified that there is a steady increase in power consumption. Technical services advised that the pacemaker should be replaced, or its battery status should be reassessed in 90 days. It has been noted that the patient has a follow-up appointment at the clinic on (B)(6) 2024. As of now, the device is still in use and no negative effects on the patient have been reported. Additional information: device data has been re-evaluated by engineering and confirmed that sufficient battery capacity remains. A new replacement interval of 90 days was provided from technical services which ends on (B)(6) 2024. This device still remains implanted and in service. The device was later explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The device data was preserved and forwarded to technical services for a detailed analysis. It was verified that there is a steady increase in power consumption. Technical services advised that the pacemaker should be replaced, or its battery status should be reassessed in 90 days. It has been noted that the patient has a follow-up appointment at the clinic on (B)(6) 2024. As of now, the device is still in use and no negative effects on the patient have been reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The device data was preserved and forwarded to technical services for a detailed analysis. It was verified that there is a steady increase in power consumption. Technical services advised that the pacemaker should be replaced, or its battery status should be reassessed in 90 days. It has been noted that the patient has a follow-up appointment at the clinic on (B)(6) 2024. As of now, the device is still in use and no negative effects on the patient have been reported. Additional information: device data has been re-evaluated by engineering and confirmed that sufficient battery capacity remains. A new replacement interval of 90 days was provided from technical serivces which ends on (B)(6) 2024. This device still remains implanted and in service. The device was later explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.